Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside of normal use observed in the pump history. The pump was exercised for 24 hours without suspending or alarming. The pump was suspended and the pump gave the appropriate alarms. The pump did not self-resume during testing. The suspend was found to be accurately recorded in the pump history. The keypad was tested and all buttons were found to be responding normally to presses. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on three occasions he has suspended his pump but the pump does not remain in suspend mode; the pump resumes without user intervention. He stated on the most recent occasion the time that he actually suspended the pump was not recorded in the pump history. The patient denied any issues with the keypad buttons.